Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported system won't power off. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 01apr2019. The manufacturer's field service engineer (fse) confirmed the reported and determined the power management board was failing. The fse replaced the power management board to address the reported problem. The unit successfully passed the required performance verification test. The part was not returned to for further failure analysis. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.